Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0902 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "per nursing staff, PICC lumens were caught in bed rail and upon repositioning, one lumen was ripped off. Someone applied hemostats to the open ended PICC. IV team assessed the PICC and suggested md place central line and PICC be removed." Additional info. Received 03/23/2021: what type of catheter securement was utilized? Adhesive securement device provided in PICC kit; secureport IV tissue adhesive; sorbaview securement dressing.